Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit was connected to 110vac. The unit failed the initial power connect test due to no audio. After further investigation it was determined the unit speaker was defective. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a defective electronic component. The root cause for the failure could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The event is reported as: the alarm is malfunctioning. Unknown when alleged defect was detected.

Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 03/18/2009. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the alarm is malfunctioning. Unknown when alleged defect was detected.